Event description:
Put a patient in peds ed on a ventilator, and the screen would not light up. We also cannot turn the ventilator off. A new vent was brought in and placed on the patient. The ventilator this occurred with is the peds ed vent labeled as [redacted]. Equipment ID # [redacted]. Biomed evaluating the ventilator screen failure.